Event description:
It was reported that the patient presented with a lump near his vns generator. The patient's neurologist did not know the cause of the lump and its relationship to vns. Two months later, it was reported that the patient was referred for explant surgery by another physician. The patient had a lump, and corrosion was reportedly identified. It was believed that the vns contributed to the lump and corrosion. Additional information was received from the second physician's office, whose office had only seen the patient on the date the referral was placed. The patient reportedly presented to the office with a nodule underneath his nipple. Clinic notes summarized by a member of the physician's clinical staff indicated that patient's mother was concerned with adverse reactions around the vns and wanted the device explanted. The notes did not mention the report of corrosion and the physician's office did not evaluate this event, leading the medical staff representative to believe that the wording had come from the mother's own assessment. The device history records were reviewed for the lead and generator and revealed that the devices met all specifications for release prior to distribution. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
Per a nurse in the surgeon's office, when the patient was evaluated, the surgeon did not diagnose a lump and everything reportedly appeared clear - no abnormalities were identified by the surgeon. No additional relevant information has been received to date.